Event description:
It was reported that during the reprocessing of the da vinci megasuture cut needle driver instrument, the wires were noted to show at the distal tip. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable to be broken at the distal clevis hub. The distal clevis hub did not exhibit any wear. The cable segment stuck out at wrist. The other cables at the wrist were undamaged. Failure analysis also found the distal end of main tube had various scratch marks with light material removal. Scratches were aligned with the tube axis. It was concluded that the damages to the main tube were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube and cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.